Event description:
Reporter states that a patient reportedly received the following results on a meter, compared to lab results, from the same sample: 102 mg/dl (meter) and 60 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.